Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a torn seal. This occurred during infusion, and there was patient involvement, and there was no signs or symptoms experienced.

Manufacturer narrative:
One device was returned for repair in good condition. There were no services reported previously. Review of event history found no errors related to the primary complaint. Visual inspection found downstream occlusion (dso) seal degradation. The dso seal was replaced, and pump passed all functional tests.